Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen was scratched and had smudges. It was reported the display screen could be safely read. Troubleshooting could not be performed. No additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: during investigation, the display screen was found to be scratched. Unrelated to the original complaint, multiple cracks were found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.